Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. Raw sensor data analysis showed declining signal which is indicative of hydrogel oxidation and this most likely caused the observed sensor inaccuracy. The user did not wish to be re-inserted. The RMA was for return only. B4. Date of this report 20 oct 2025. G3. Date received by the manufacturer? 20 oct 2025. H6. Type of investigation updated to 4112,4111. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 23 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.